Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -8th. H.6 investigation summary. Material #: 301746. Lot/batch #: 3145993. Bd received (B)(4) samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for cannula breaks off was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cannula breaks off with the incident lot was observed in all (B)(4) samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, the cannula broke off. No patient impact reported.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, the cannula broke off. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746. Lot/batch #: 3145993. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cannula breaks off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, the cannula broke off. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: shaw hospital affiliated to zhejiang university school of medicine. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.